Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and newly implanted right ventricular (rv) lead exhibited high pacing threshold measurements, undersensing, and loss of capture. It was noted that the pacing impedance measurement was 959 ohms. The device was reprogrammed to turn the rythmiq feature off. The system remains in service. No adverse patient effects were reported.